Event description:
It was reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. Method of repair was not reported. System is operating as intended.